Event description:
It was reported that a foley catheter balloon insertion was performed while responding in the emergency room. After insertion, there was leakage of urine from the balloon catheter, and although fixed water was injected, resistance was strong, making injection difficult. After removing the balloon and inflation was checked, the balloon did not expand. Inflating with a very strong force resulted in strong resistance, but the balloon slowly expanded. Next, to deflate, negative pressure was applied, but it could not be deflated. After connecting a syringe and allowing one hour to pass, a completely deflated state was confirmed. Subsequently, inflation and deflation operations were performed, but there were no abnormalities in the expansion and contraction movements.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter balloon insertion was performed while responding in the emergency room. After insertion, there was leakage of urine from the balloon catheter, and although fixed water was injected, resistance was strong, making injection difficult. After removing the balloon and inflation was checked, the balloon did not expand. Inflating with a very strong force resulted in strong resistance, but the balloon slowly expanded. Next, to deflate, negative pressure was applied, but it could not be deflated. After connecting a syringe and allowing one hour to pass, a completely deflated state was confirmed. Subsequently, inflation and deflation operations were performed, but there were no abnormalities in the expansion and contraction movements.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.